Event description:
This lens was loaded incorrectly in the delivery device and could not be inserted properly in the eye. The lens was removed and replaced with another lens.

Manufacturer narrative:
This form was completed by the manufacturer.